Event description:
It was reported the patient received the following results within 10 minutes: 386 mg/dl (patient's meter) and 121 mg/dl (doctor's meter). The same test strip vial was used for both meters and results. The results were taken using the doctor's test strips.